Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a greater than 2500 ohms lead impedance in atrial channel. The physician elected to reprogram the atrial channel to unipolar and the lead impedance was appropriate.